Event description:
It was reported that the patient passed away. The cause of death was not communicated and was stated to be end of life-palliative care. The death was not device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported patient outcome could not be conclusively determined through this evaluation. The device was not explanted and will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause and details leading up to death was not communicated by the customer. The device reportedly operated as expected.